Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and reloaded cartridge to address the event. There was no adverse effect to customer's blood glucose level.